Event description:
It was reported that a facility staff member injured his finger while transporting the allen advance surgical table. The staff member was attempting to transport the table at the time of the event, and his finger was inadvertently caught and pinched by a component of the table¿s foot end column. The force resulted in a tuft fracture, as well as a laceration to the finger which required suture repair. No medical intervention was reported for the alleged fracture. The device instructions for use identifies and cautions the user of pinch points on the table and that the table should be operated by trained persons only. The instructions for use warning the user to be aware of this pinch point on the table during transport " between an h-bracket and the column". The cause of the event is attributed to the accidental placement of the staff member¿s hand/fingers combined with the unintentional movement of the table column component that occurred during transport of the device. There was no report of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
No further information is available on the repair of the bed/device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.